Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient had left two unused supply lines unclamped during therapy. Baxter's technical service center assisted the home patient's family member in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's family member.